Event description:
It was reported a device embolization occurred. A 27mm watchman flx laa closure device was used in a procedure. The device met release criteria and was released. Roughly 30-60 seconds later, the device embolized into the left atrium, traveled to the left ventricle and remained stuck outside the left ventricular outflow tract. The physician attempted to snare the device through an 18f sheath retrograde through the aorta and also attempted to snare through a 14f steerable sheath through the mitral valve unsuccessfully. The patient was then sent to cardiothoracic surgery. The patient had been put on bypass for the procedure and the device was successfully removed apically. The patient came off bypass successfully. The left atrial appendage was not ligated due to the apical approach. The patient was to continue on blood thinners, and would follow up at a later date. The patient was noted to have been stable in the post anesthesia care unit.

Manufacturer narrative:
B5: describe event or problem - updated with new narrative. G1: MFR contact first name, MFR contact last name - updated. H6: patient codes, impact codes - updated based on new narrative. B2: date of death - estimated as (B)(6) 2022 as the date of death is unknown and heart failure occurred on this day. B2: outcomes attrib to adv event - updated to include death.

Event description:
It was reported a device embolization occurred. A 27mm watchman flx laa closure device was used in a procedure. The device met release criteria and was released. Roughly 30-60 seconds later, the device embolized into the left atrium, traveled to the left ventricle and remained stuck outside the left ventricular outflow tract. The physician attempted to snare the device through an 18f sheath retrograde through the aorta and also attempted to snare through a 14f steerable sheath through the mitral valve unsuccessfully. The patient was then sent to cardiothoracic surgery. The patient had been put on bypass for the procedure and the device was successfully removed apically. The patient came off bypass successfully. The left atrial appendage was not ligated due to the apical approach. The patient was to continue on blood thinners, and would follow up at a later date. The patient was noted to have been stable in the post anesthesia care unit. It was further reported that cardiac arrest and myocardial trauma occurred the same day post procedure. The patient experienced heart failure the following day. The patient died following the procedure.